Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened and 3 unopened 19 ga v-lance knives were received for the report of v-lance could not cut. Opened sample was visually inspected and was found nonconforming with damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. Unopened samples were visually inspected and found to be conforming. Functional penetration testing was then performed, and all samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned opened sample was visually non-conforming, with a damaged cutting edge. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The returned unopened samples were visually and functionally conforming; therefore v-lance could not cut as described in the complaint was not confirm. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knife was found to be dull and was unable to cut during cataract surgery. The knife was replaced with another product to complete the procedure. There was no patient harm reported. The involved eye and patient identifier were not provided.